Event description:
A (B)(6) male pt contacted zoll customer support to report that the charger/modem would not power on. The pt was issued a replacement charger/modem.

Manufacturer narrative:
Device eval of charger/modem sn (B)(4) has been completed. The reported problem (won't power on) was confirmed. As received, the charger/modem would not power on. The cause of the inability to power on was a flash memory failure (B)(6) on the c/a board. An intermittent connection was discovered at pin a23 of the flash memory. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified, but the fractured connection may have been accelerated through rough handling. No adverse event resulted from the defective memory. The pt received a replacement charger/modem.